Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Evidence of malfunction that could cause or lead to si/sd. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information was received, stating that the patient refused device replacement. The device is remaining in service at this time. No adverse patient effects were reported.